Event description:
It was reported that the patient underwent a revision procedure due to increased incontinence over the past few months with an artificial urinary sphincter (aus). The aus 5.0 cm cuff and pump was explanted and a new aus 4.0 cm cuff and pump was implanted, the balloon was left in the patient. The physician had atrophy resulting in the increased incontinence and the need for a smaller cuff.